Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used during a esophago-gastro-duodeno scopia (egds) performed on (B)(6) 2013 and was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was completed with the same device. According to the complainant, on (B)(6) 2013, the patient developed duodenal ulcer. The jejunal tube was removed. The patient's condition was reported to be good. Additional information received on february 17, 2014: the jejunal tube was removed and the patient was treated with pantoprazole. A follow-up visit was planned 30 days from the event. Additional information received on october 26, 2015: it was reported that had pyloric ulcer. The patient was admitted on (B)(6) 2013 and was discharged on (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used during a esofago-gastro-duodeno scopia (egds) performed on (B)(6) 2013 and was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was completed with the same device. According to the complainant, on (B)(6) 2013, the patient developed duodenal ulcer. The jejunal tube was removed. The patient's condition was reported to be good. Additional information received on february 17, 2014: the jejunal tube was removed and the patient was treated with pantoprazole. A follow-up visit was planned 30 days from the event.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown.according to the complainant, on (B)(6), 2013, the patient developed duodenal ulcer. The jejunal tube was removed.attempts to obtain additional information regarding the patient¿s condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.